Event description:
A fracture of the catheter in the middle resulting in intense pain in the arm of an opd oncology patient needing removal of the PICC line and reinsertion of another PICC line.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.